Manufacturer narrative:
The suspect power module was returned to the manufacturer for evaluation. The power module patient cable (lot # 34756240210, mfg in august 2010, age of device approximately 2 years) was also returned to the manufacturer for evaluation. During our testing, the power module patient cable was connected to the power module receptacle and it was found that the patient cable was bale to be disconnected with relative ease. Inspection of the power module receptacle revealed a bent pin in the internal lvad cable assembly connector. A bent pin was also found in the power module patient cable's 16 pin lemo connector. As a result of the damage to the pins in the two mating connectors, the patient cable did not securely engage to the power module receptacle. It is likely that the two connections may have become disconnected with movement of the patient, consistent with the reported event. Although we were not able to reproduce the reported pump stoppage during our evaluation, an insecure connection between the power module and patient cable could potentially result in power loss to the system resulting in the interruption of pump function. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. The manufacturer is currently addressing the bent/broken pin issues of the power lead lemo connectors through its corrective and preventive action system. No further information is available. The manufacturer is now closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the power module patient cable disconnects from the power module receptacle/connector when there is any movement of the patient which causes the pump to stop. The patient was provided another power module and a replacement power module patient cable and remains stable and on lvad support without any further issue.